Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's battery was hurting them so bad that they could not really stand straight. The settings were adjusted and it got somewhat better. Patient stated it still burned and it was hard to walk sometimes. If patient did not sit just right, it would bother them and sometimes they could not lay on it at night. Patient mentioned they could feel the battery at times and it burned inside at the battery site. Patient noted they were standing close to the sink and it just started vibrating and got too high and their wand wasn't anywhere near it. Patient's device was going on and off whenever it felt like it but did not seem to affect the bowel or bladder either way.patient stated that the manufacturer representative had been there to reset it and they had changed it to program 3. Patient stated they still had episodes that tell them what to eat and not eat. It was noted patient sometimes did not make it to the bathroom. Patient would change programs and food and would be fine for a month or so and then all of a sudden had to take imodium. The day before the report patient was on 2.4v on program 2 and decreased the stimulation to 2.2v and could still feel the burning. Patient noted their bladder and bowel issues had been constant since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't really know what led to the stimulation turning on and off by itself, burning, or vibrating too high. They noted that they had started yoga and was getting in home therapy, which included stretching, so they quit. They became very panicked. They changed the program, but it didn't really help. It was noted that they quit the exercises and was going to be careful. Their bladder and bowel issues weren't any better, but the pain had let up.